Event description:
Customer reported he saved a treatment plan in focus then later recalled it. The recalled plan had different isodoses than the original plan. Plan setup was the same for both plans. No pts were treated.